Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, out of range, high, pacing lead impedance was noted on the right ventricular lead. The patient was seen in clinic on (B)(6) 2019. Upon interrogation, it was noted that the right ventricular lead recently exhibited out of range, high pacing lead impedance and an increase in the capture threshold in the bipolar configuration. Further testing indicated the issue was due to the ring conductor. The lead impedance and capture threshold measurements in the unipolar pacing configuration was normal. The right ventricular lead was reprogrammed to unipolar configuration. The battery longevity was estimated to be approximately 5.6 yrs, hence the patient will continue to be monitored until generator replacement and replacement of right ventricular lead at the time of generator change out procedure was discussed. The patient was in stable condition prior and post programming changes.